Manufacturer narrative:
(B)(4) date sent: 6/28//2016. Batch # unk

Event description:
It was reported that during a laparoscopic oophorectomy procedure the insulation of the device came off. It was unknown specifically which part of the device the customer was referring to or if anything fell in to the patient. Procedure was completed with another device of the same product code. There were no patient consequences reported.